Event description:
It was reported that during the coil embolization procedure, the subject coil failed to detach after multiple attempts. However, while removing the coil, it detached in the microcatheter. Physician tried to push the coil with another coil which did not work. Therefore both the coils were removed together with the microcatheter and procedure was ended. There was no negative impact to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the device revealed that the main coil was noted to be physically detached at the detachment zone. A functional test was unable to be performed as the coil had been detached. There was a headway 17 microcatheter returned with the device and it was noted that the hub of the device was not compatible with the target introducer sheath, which may have caused or contributed to the as reported event. There was a lot of blood noted within the microcatheter, which is an indication of insufficient flush which may have caused the as reported event. Therefore an assignable cause of caused by other will be assigned to the as reported premature coil detachment as the investigation indicates that another device caused the issue.

Event description:
It was reported that during the coil embolization procedure, the subject coil failed to detach after multiple attempts. However, while removing the coil, it detached in the microcatheter. Physician tried to push the coil with another coil which did not work. Therefore both the coils were removed together with the microcatheter and procedure was ended. There was no negative impact to the patient.